Event description:
It was reported that patient was unable to feel any stimulation. The patient underwent an ipg repositioning procedure and was doing well postoperatively. The ipg remains implanted.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.